Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, multiple components on the defibrillator pca and computer/analog board were contaminated. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Additional information: device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727 on the distribution node pca. Correction: belt was repaired and refurbished. Root cause: a root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, multiple components on the defibrillator pca and computer/analog board were contaminated. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
Additional information: a us distributor reported that an electrode belt was experiencing add gel messages. A us distributor reported that a monitor will not power up.